Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for several patients involving access 2 immunoassay system. This is report number one of two. System checks failed following the event but the customer continued to operate the system and generate results. Subsequent testing on another access 2 system produced results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced on 07/03/2009 and discovered previous customer-run system checks had washed portion failed, intermittently. The fse discovered dried buffer encrusted on the mixer pulleys, pinch rollers, and mixing area in general. The wash carousel was also heavy encrusted. The fse noted the incubator belt and mixer belt were worn. Records indicated preventive maintenances (pms) had not been performed since may 2008. The fse performed a major pm. The fse performed extensive cleaning of affected areas, the wash carousel bearings, which were dried and tacky. The fse completed general cleaning and reviewed alignments. System check tested successfully and quality control (qc) was normal. The fse returned on 07/06/2009 - all verification testing passed. The fse discussed hardware root cause with the customer: overdue pm led to excessive wear on belts, and wash buffer splashed caused excessive buildup. The customer was advised to heed failing system checks, stop running patient samples, and address possible cause for failure, as opposed to continuing processing multiple times until system check passes. The customer acknowledged and will retrain staff. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related MDR 2122870-2011-05045.